Manufacturer narrative:
Technical services discussed the potential for an intermittent connection or primary lead issue. To date, no additional information has been received from the filed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing lead impedance). The local representative was notified and the clinic nurse had already reviewed the data from the latitude physician web site. Subsequently, boston scientific received information that this local representative contacted technical services to report that electrogram noise could not be reproduced. The rv pacing impedance measurements have been variable (greater than 200 to 1600 ohms then 1800 ohms). The patient has been scheduled for follow-up and the physician plans to discuss the possibility of implanting a separate rv pace/sense lead. A few days later, this patient's latitude monitoring system detected another red alert (high rv pacing impedance). The local representative contacted technical services to report that this patient had been seen in-clinic and the measured rv pacing impedance was 1600 ohms. There were no changes in impedance values during pocket manipulation and patient isometrics as well as no reproducible electrogram noise. The device was rechecked a few days later and the rv pacing impedance was around 600 ohms with no evidence of any electrogram noise. Since there was no reasonable evidence of a primary lead issue, no invasive intervention was scheduled. Technical services discussed the impedance trend from latitude that dates back to (B)(6) 2009. In (B)(6) 2010, the trend became more variable including one measurement greater than 2000 ohms. Technical services explained that there was a second red alert notification although the listed value in latitude was 600 ohms. Technical services suspected that the device performed two measurements within 21 hours on the 10th. Because of the red alert, the first measurement reading was greater than 2000 ohms which triggered the alert and the second measurement was recorded as 600 ohms.